Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) who the called clinical support specialist (css) for assistance to help troubleshoot the pump's recorder. It will not advance the paper and not print. The rn stated he had changed the roll of paper, rotated it, but no change occurred. The rn was able to obtain another pump. As a result, the clinical helped the rn moved the connections from the first pump to the second and was able to calibrate the fiber optic sensor (fos) without difficulty. Pumping continued on the patient. There was no report of patient complication or serious injury and death.

Event description:
It was reported by the registered nurse (rn) who the called clinical support specialist (css) for assistance to help troubleshoot the pump's recorder. It will not advance the paper and not print. The rn stated he had changed the roll of paper, rotated it, but no change occurred. The rn was able to obtain another pump. As a result, the clinical helped the rn moved the connections from the first pump to the second and was able to calibrate the fiber optic sensor (fos) without difficulty. Pumping continued on the patient. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "printer would not print" is not able to be confirmed. The hospital biomed replaced the recorder assembly and resolved the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.